Event description:
It was reported that the pump exhibited a check plunger error alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. The visual inspection showed a cracked on bottom case. During the functional test, a "check clutch plunger lever" error was found at the beginning of the occlusion test. The root cause was found to be that the position pot does not operate as intended. The position pot was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.

Event description:
Additional information was received by the manufacturer on 20-oct-2022 via email and attached to the complaint object: date of event updated to 30aug2022, product was not in use with a patient at the time of the event, no patient harm and the issue was resolved.